Event description:
I had used the heat therapy, air activated pads from icy hot to relieve some back discomfort. After about two hrs I experienced discomfort, and after removing the pad, I found that I had two distinct burns on my lower back. These burns slightly blistered and caused discomfort for about 10 days. Dose or amount: 1 pad. Dates of use: 2007. Diagnosis or reason for use: back discomfort. Event abated after use stopped or dose reduced? Yes.